Manufacturer narrative:
On 12mar2018 during a file review it was noted that there was a date error on the initial MDR in date of report and describe event or problem ¿16jan2017¿ should be 16jan2018.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 an eye care provider (ecp) from (B)(6) called to report that a patient (pt) went to the hospital and was diagnosed with an eye infection. The pt reported the left eye was affected. Additional information was requested. On (B)(6) 2017 a return call was placed to the ecp and additional medical information was provided: the ecp has requested the hospital report from the pt three times, but the pt has not provided anything additional. The pt reported a ¿bacterial infection¿ and reported the ¿bacterias nearly ate their way through the cornea¿. The pt was prescribed ¿cortisone¿ and antibiotic drops or ointment for three weeks. The event has resolved and the va was not affected. The pt now only wears glasses and was recommended by the hospital to change to ¿hard contact lenses¿ as they do not cause ¿bacterial infections¿. On (B)(6) 2018 a call was placed to the ecp and additional information was provided: the ecp contacted the pt four times, but no addition information was received. No additional medical information has been received. The suspect lens is not available. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003725 was produced under normal conditions. This event is being reported as a worst-case event as the diagnosis and treatment were not verified with the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.